Event description:
It was reported that intermittent occlusion alarms occurred. Customers blood glucose was 317- "high" on the continuous glucose monitor. Elevated blood glucose was addressed by correction bolus via pump. Customer changed pump supplies to address the issue and resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.